Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/07/2014 with the following findings: the black box recorded a loss of prime warning on (B)(6) 2014 due to a low, non-zero, force sensor reading. The pump was exercised for 24 hours at 1 unit/hour rate with no loss of prime warnings or other alarms noted. The force sensor was found to be properly calibrated. The alleged issue could not be duplicated during investigation but could be found in the device's history.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there were repeated loss of prime warnings with different cartridges. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.